Event description:
Name of procedure being performed: unknown at this stage detailed description of event: limited information has been provided by account. On the document provided it states "bag snapped off whilst inside abdomen before being opened". The staff member who reported this incident went on leave the next day and we were unable to obtain more detailed information from the account. Other information provided - please see attached cer form for [hospital]. Only limited information was provided by the account. We were unable to investigate further as the staff member who reported this is now on leave and no other staff members could assist. Upon [name] return I will meet with her to explore further and highlight the future information that is needed. Along with this I will also send her the decontamination guidelines. Patient status: no patient injury. Type of intervention: none known.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the tissue bag was not present on the supports of the event unit. Engineering noted that the tissue bag was returned in a cinched and rolled state and the cord loop of the tissue bag was cleanly cut. Based on the condition of the returned unit and the description of the event, the exact root cause of the reported event could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed unknown at this stage. Detailed description of event: limited information has been provided by account. On the document provided it states "bag snapped off whilst inside abdomen before being opened". The staff member who reported this incident went on leave the next day and we were unable to obtain more detailed information from the account. Other information provided - please see attached cer form for [hospital]. Only limited information was provided by the account. We were unable to investigate further as the staff member who reported this is now on leave and no other staff members could assist. Upon [name] return I will meet with her to explore further and highlight the future information that is needed. Along with this I will also send her the decontamination guidelines. Patient status: unknown. Type of intervention: none known.